Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. A2. Exact age at the time of event was not provided but patient was over 18 years old.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure on (B)(6) 2025. During the procedure, the ligation device could not deploy all the rubber bands. The remaining two bands were not deployed. The procedure was completed by replacing with another of same device. The patient condition following procedure was stable. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. A2. Exact age at the time of event was not provided but patient was over 18 years old. Correction: g2: report source. Device evaluation summary: the speedband superview super 7 was returned for analysis. During the visual inspection, it was seen that the ligator housing returned with two bands on it which were overlapped. The handle did not have evidence that the trip wire was secured and the trip wire slack was not taken up. The reported event of bands failure to deploy could not be confirmed with testing of the returned device due to lack of evidence. It was found that the instructions for use of the device were not followed since the trip wire was not secured into the handle slot and the slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not work accordingly with the handle when pulling the bands. All compiled information on this investigation determines that the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure on (B)(6) 2025. During the procedure, the ligation device could not deploy all the rubber bands. The remaining two bands were not deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.